Event description:
Inari thrombectomy device used in svc/brachiocephalic trunk to remove suspected clot burden. Svc was dissected and hole into the pericardium. Patient lost pulses, CPR was administered. Patient was intubated. Pericardiocentesis was performed via echo which showed the rv was barely functioning. 250cc's of blood was taken off of the heart.